Event description:
Hp received the initial complaint from philips its distirbvutor. The problem occurs only when the philips sd 800 ultrasound imaging system, operating with version 2.1 or 2.1.1 software, is used with the 21370b endovaginal transducer to generate guiding graphics for needle biopsies. The graphic overlay generated by the system software incorrectly indicates the track of a needle held in the biopsy guidance attachment for this transducer.